Manufacturer narrative:
The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including the patient's age at the time of implant and a history of native bicuspid aortic valve. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots forming on the device/graft. These clots could significantly impact the function of the valve resulting in harm. There may be cases of incidental finding by imaging (echocardiography and/or CT scan) of subclinical leaflet thrombosis (halt) where the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The most likely cause is patient factors.

Manufacturer narrative:
Added information to section a4 (patient weight), b5 (description event or problem), b6 (relevant tests/laboratory data, including dates), b7 (other relevant history, including preexisting medical, conditions (e.g allergies, race, pregnancy, smoking and alcohol use, hepatic/renal dysfunction, etc.)), h6 (type of investigation). H3: evaluation summary. Customer report of calcification, pannus overgrowth and stenosis was confirmed. X-ray demonstrated heavy calcification on leaflets 1 and 2, minimal calcification on leaflet 3, and commissure 2 bent outward. Extrinsic calcific deposits were observed on the surfaces of leaflets 1 and 2 on the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 2 at the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 2 at the inflow aspect. Host tissue formed a ring on the surface of the leaflets at the inflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Wireform was exposed at commissure 1. Serrated mechanical damage marks were observed on the surface of leaflet 1 on the outflow aspect. Leaflet 2 had a tear at the commissure 2 and leaflet 3 had tear near commissure 3. Calcification was evident at both tears. Suture threads remained attached to the sewing ring around the valve. Sewing ring had two cuts around leaflet 2 at the inflow aspect. H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 34 years old patient with an inspiris resilia valve model 11500a implanted in a aortic position underwent a valve explant surgery after an implant duration of five (5) years and six (6) months due to severe calcification in only two leaflets and pannus overgrowth (including the stent and insertion points of the leaflets) leading to severe stenosis. Reportedly, the patient experienced a progressive increase in his valve's gradients over the years. The aortic stenosis was detected in the last yearly echocardiography. The patient presented with shortness of breath on exercise. Reportedly, the surgeon found it difficult to explant the valve because it was extremely calcified into the surrounding tissue. As a result, the root was damaged and then had to also be replaced. A 25mm non-edwards valve was implanted in replacement. Patient was stable and fine after the procedure and the chest was closed. After the mechanical valve replacement, the mean gradient was 6 mmhg. The patient was discharged at home 7 days after procedure.

Manufacturer narrative:
H3: evaluation summary: fibrin-like thrombotic material was observed on the outflow aspect of leaflet 1 near commissure 1. Severe calcification and pannus growth were observed throughout the valve. The extent of calcification and overgrowth appear sufficient to have led to the reported severe stenosis. H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received notification that a 34 years old patient with an inspiris resilia valve model 11500a implanted in a aortic position underwent a valve explant surgery after an implant duration of five (5) years and six (6) months due to severe calcification in only two leaflets and pannus overgrowth (including the stent and insertion points of the leaflets) leading to severe stenosis. The patient presented with shortness of breath on exercise. The aortic stenosis was detected in the yearly echocardiography. Reportedly, the surgeon found it difficult to explant the valve because it was extremely calcified into the surrounding tissue. As a result, the root was damaged and then had to also be replaced. A 25mm non-edwards valve was implanted in replacement. Patient was stable and fine after the procedure and the chest was closed. The patient was discharged at home on 7 days after procedure.

Manufacturer narrative:
The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.